Event description:
It was reported that the insulin gauge displayed a different amount than expected. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.